Manufacturer narrative:
(B)(4). Device / parts will not be returned due to blood contamination.

Event description:
It was reported via an expedited quality review (eqr) report: symptom - the pump was first choice, but suddenly started giving problems. They switched from an autocat2 wave intra-aortic balloon pump to an acat 1. Actions: blood backed up into the pneumatic system. The entire pump assembly has been replaced. The patient was still under therapy with the acat 1.